Manufacturer narrative:
H3 one (1) sample was received for investigation. A visual inspection noted that the device was received in not used condition, decontaminated, in its original packaging. On the sample unit, no damage, scuffs, pinch marks, cracks, crazing, cuts, was observed. Functional testing was performed to detect any occlusion. No discrepancies were detected during functional testing of the device. The reported problem was not confirmed.

Event description:
It was reported that a reservoir, cassette, 100ml 12/bx with list number 21-7002-24 and lot number 4354529 was malfunctioning. Pump alarmed high pressure. The pump was connected to a patient when the error/event occurred. Continuous infusion rate: 2.2ml/hour. Total reservoir volume: 100ml. Given: 1ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: ll2. A cstd was used to fill cassette. The pump was not used to prime the extension tubing and the method that was used to prime was gravity method from d5% 100ml bag. Sku number for items were used during infusion (admin set, cassette etc.): 21-7002-24, 21-7106-24. Lot numbers for each item used (admin set, cassette etc.): 4354529 100ml, set = 4379833. Patient was not medically affected. This event occurred on 11-jun-2024 at patient's home and was operated by a health professional. This device is available for evaluation. No patient/user injury reported.